Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and an unknown particulate was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particulates were observed in four (04) intravia containers 250 ml capacity. The devices contained unspecified solutions. This occurred prior to patient use. There was no patient involvement. No additional information is available.